Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the follow- up appointment took place. Troubleshooting was performed but no abnormalities were detected. The physician will continue to monitor the patient via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. A follow up has been scheduled to perform lead testing. This ICD remains in service. The rv lead is a competitor's product. No adverse patient effects were reported.